Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device main drawer 3.2 failed continuously. The field service engineer (fse) reseated the pyxibus cable. All drawer board components were also reseated. Then, the station was rebooted, and the hardware test application (hta) was launched. The fse utilized hta to release the cubies. Once the cubies were removed, the side panel was removed to expose the row board cable. After the row board cable was exposed, the cable was reseated. Once the cable was reseated, the side panel was placed back onto the device, and the cubies were placed back on the tray. The station was rebooted and the application was launched. The hardware tested successfully, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 3.2 experienced a hardware failure. The customer reported that the drawer was continuously failing and frequently displayed a "failed by user" error message. The customer also reported that main drawer 3.2 pocket e1 appeared on the failed storage report. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.